Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the controller had a f4 failure. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a damaged lid, bezel, chassis, and the warranty seal is broken. Functional evaluation revealed the unit presents a f4 fault on power up. The unit was opened and found multiple screws from the motherboard loose inside the unit. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.